Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the cause of the event was due to the patient and care-giver being unable to recognize pump alarms. It was indicated that the pump was refilled and the patient symptoms had resolved. The patient was not hospitalized and the outcome was reported as no injury. The drug delivered via pump was compounded baclofen.

Event description:
It was reported that the patient missed a refill and presented with symptoms and an empty pump. The patient experienced tremors and reported feeling shaky inside. The healthcare provider (hcp) reported that the patient missed a pump refill so the pump ran 'dry.' It was unclear when the pump ran out. However, the patient presented with symptoms on (B)(6) 2012, which resolved 'somewhat' with an oral administration of baclofen. The hcp planned to refill the patient's pump and program it at the same rate as the patient was previously dosed. The medication in the pump was baclofen. Additional information was requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).